Event description:
It was reported that the lid was found missing from the bd¿ sharps collector before use. The following information was provided by the initial reporter: customer received the container without the lid.

Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required along with evidence of the original packaging to identify or confirm this issue. The root cause is inconclusive. The issue could have occurred during distribution when repackaged by a distributor. Based on these findings, our investigation is inconclusive. H3 other text : see h.10

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lid was found missing from the bd¿ sharps collector before use. The following information was provided by the initial reporter: customer received the container without the lid.